Event description:
It was reported that the neurologist interrogated a patient's device and the patient's output currents were disabled for normal mode, magnet mode and autostimulation. No other relevant information has been received to date.

Event description:
The neurologist provided patient information. Internal investigation identified that the software will provide an invalid parameter values warning and set all output currents to zero if specific criteria are met, which include: a m106 ipg with at least one of magnet and/or autostim output current programmed to 3.5ma and normal mode output current programmed to less than 3.5ma. Autostim is enabled frequency and the other currents meet the following criteria: frequency - 25hz / normal mode output current - 3.25ma / autostim or magnet current is at least - 3.25ma. A frequency change has not occurred since the last time the 3.5ma current(s) was programmed.

Manufacturer narrative:
Model #, corrected data: initial report inadvertently listed incorrect format for model #.